Manufacturer narrative:
Follow-up received on 09-nov-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar al cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain. She underwent surgery to remove her right ovary, right fallopian tube, and her right essure coil 5 years after insertion. This event is anticipated according to reference safety information for essure. Although the reported endometriosis could be an alternative explanation for this severe pain, pelvic pain of varying intensity may occur during essure use. Therefore a contributory factor from the device for this pain cannot be totally excluded and the event is assessed as related to essure. Since device removal was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 24-sep-2016, on behalf of an adult female plaintiff, who had essure (fallopian tube occlusion insert) inserted on or about (B)(6) 2010. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, excessive hair loss, excessive migraine headaches, and an 58 endometriosis diagnosis. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent surgery to remove her right ovary, right fallopian tube, and her right essure coil. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain. She underwent surgery to remove her right ovary, right fallopian tube, and her right essure coil 5 years after insertion. This event is anticipated according to reference safety information for essure. Although the reported endometriosis could be an alternative explanation for this severe pain, pelvic pain of varying intensity may occur during essure use. Therefore a contributory factor from the device for this pain cannot be totally excluded and the event is assessed as related to essure. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.